Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of about 500 mg/dl to 600 mg/dl. The customer reported being at an amusement park at the time of the event. The customer also reported that after less than an hour, her blood glucose levels dropped to a low of 43 mg/dl. The customer was advised to contact her health care provider regarding the settings on the insulin pump. No additional information was provided.